Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. Device exchange was attempted, but unsuccessful due to occluded patient anatomy. The device was instead reprogrammed. The patient was stable and asymptomatic.